Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the patient presented with shortness of breath and peripheral edema. Troubleshooting demonstrated a profound murmur presumed to be associated with the implantation of the leadless ipg device. Subsequent echogram (egm) indicated that the leadless ipg was not interacting the patient¿s tricuspid valve, nor was it responsible for a large gradient across the pulmonic valve. The leadless ipg demonstrated a threshold at follow-up but was stable. The shortness of breath was then determined to be related to either placement of the device in proximity to cardiac structures or pacemaker syndrome related to the loss of atrio ventricular synchrony. Due to patient medical condition of lymphedema the implantation of a dual chamber pacemaker was ruled out as an option on the right side so the decision was made to proceed to implant a new leadless ipg micra in an alternate position and retrieve the existing leadless ipg. Upon introduction of the new leadless ipg into the patient's right atrium, the delivery system impacted the low ceiling of the patient¿s right atrium before proceeding down into the ventricle. Following a single deployment, the threshold values were deemed not acceptable. The leadless ipg was recaptured, removed and replaced with a new leadless ipg system that was deployed twice with favorable electrical measurements. The original leadless ipg was snared and removed successfully with no associated symptoms for the patient. No further patient complications have been reported as a result of this event. Upon introduction of the new leadless ipg into the patient's right atrium, the delivery system impacted the low ceiling of the patient¿s right atrium before proceeding down into the ventricle. Following a single deployment, the threshold values were deemed not acceptable. The leadless ipg was recaptured and attempted to be re-positioned, and it was noted on fluoroscopy that the delivery catheter appeared to be kinked and that any attempt at forward pressure resulted in deflection of the catheter at the level of the kink. The leadless ipg system was removed and replaced with a new leadless ipg system, deployed twice with favorable electrical measurements. The original leadless ipg was snared and removed successfully with no associated symptoms for the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the patient presented with shortness of breath and peripheral edema. Troubleshooting demonstrated a profound murmur presumed to be associated with the implantation of the leadless ipg device. Subsequent echogram (egm) indicated that the leadless ipg was not interacting the patient¿s tricuspid valve, nor was it responsible for a large gradient across the pulmonic valve. The leadless ipg demonstrated rise in threshold at follow-up but was stable. The shortness of breath was then determined to be related to either placement of the device in proximity to cardiac structures or pacemaker syndrome related to the loss of atrio ventricular synchrony. Due to patient medical condition of lymphedema the implantation of a dual chamber pacemaker was ruled out as an option on the right side so the decision was made to proceed to implant a new leadless ipg micra in an alternate position and retrieve the existing leadless ipg. Upon introduction of the new leadless ipg into the patient's right atrium, the delivery system impacted the low ceiling of the patient¿s right atrium before proceeding down into the ventricle. Following a single deployment, the threshold values were deemed not acceptable. The leadless ipg was recaptured, removed and replaced with a new leadless ipg system that was deployed twice with favorable electrical measurements. The original leadless ipg was snared and removed successfully with no associated symptoms for the patient. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.